Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patients were not available in pyxis but in a shared area. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patients were not available in pyxis but in a shared area. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed the station and confirmed that the patient information appears to be displayed appropriately. The tss instructed the user to obtain the visit ID, mrn (medical record number), and the patient's name, along with the specific order to be removed, and to confirm the issue at the cabinet. The tss confirmed that since the issue has not reoccurred, it appears the system was functioning as intended.